Event description:
Post deployment of a 26mm sapien xt, a 7mm vsd was noted just below the placement of the thv. The patient expired 10 days post procedure. The cause of death was a suicide ventricle, not the vsd. No further information has been provided.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the vsd is unknown. It is possible that procedural factors may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Post deployment of a 26mm tf system via the right common femoral the patient had a vsd. This was 7mm in size and just below the placement of the thv. It was indicated that the patient has passed away. No additional information was provided.

Manufacturer narrative:
The investigation is ongoing.